Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a male patient who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the patient began using poligrip. An unk time later, the pt experienced "neurological injuries due to his ingestion of poligrip." At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2007, it was reported the pt had a history of some right-sided weakness on his feet from prior laminectomy in the past. On (B)(6) 2008, the patient was noted to have chronic ulceration of the right forefoot and multiple pedal ulcerations. On (B)(6) 2009, the pt was noted to have "profound" neuropathy distal to ankles bilaterally with intrinsic minus feet. On (B)(6) 2010, the pt called his physician to let him know there might be a connection between his foot problem and using fixodent denture cream. On (B)(6) 2010, the patient had a concern for neuropathy secondary to lack of copper and requested specific tests to be drawn (serum copper and ceruloplasmin). On (B)(6) 2010, diagnosis included diabetes mellitus with neuropathy. On (B)(6) 2010, the pt had a history of lumbar disc disease, laminectomy, and right total knee replacement ((B)(6) 2005). Active problems included peripheral polyneuropathy, bilateral knee osteoarthritis, and shoulder pain. On (B)(6) 2010, the copper level was 98 (normal 70 to 175 mcg/dl) and ceruloplasmin was 18.4 (normal 20 to 60 mg/dl).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).